Event description:
It was reported that a user of the ilet experienced an insulin delivery occlusion associated with an infusion set while using a cd 6 mm, 23 inch set; blood glucose rose to approximately 300 mg/dl and the user performed a full supply change, after which glucose returned to range. Symptoms included hyperglycemia and restlessness. Outcomes included transient interruption of insulin delivery with subsequent resolution after the supply change and no hospitalization.

Manufacturer narrative:
Investigation included review of user-reported event details and troubleshooting guidance provided to the user. Investigation of this case revealed that the alert cleared following the infusion set and supply replacement, and no device abnormalities were observed by the user. It was concluded that the event was consistent with an infusion set occlusion that resolved after supply change, with no further adverse outcomes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.